Manufacturer narrative:
The field service engineer determined that partially obstructed sample probes were causing the errors. He replaced probes and performed several calibrations. The customer ran controls and all results were within the customer's ranges. Diagnostic checks were performed. The investigation determined that the service actions resolved the issue. The engineer later returned and found that an electrode o-ring was missing. This issue was addressed and the customer has not had any further issues.

Event description:
The initial reporter stated that they have been having ongoing issues with unstable ise errors on their cobas integra 400 plus analyzer. The reporter changed the ise tower and system reagents. The issue appeared to be resolved on (B)(6) 2019 after troubleshooting and then again on (B)(6) 2019 after troubleshooting. The reporter noted that on (B)(6) 2019, the na+ electrode had condensation on it. On (B)(6) 2019, the issue returned and they received questionable results for five patient samples tested for ise tests. Some sample results were accompanied by error flags, but others were not. The reporter stated, for example, that they will get a critical result for the na test and upon repeat, the result is normal. The customer provided data for two patient samples with discrepant na values. The second patient sample also had a discrepant value for the k+ electrode test. No incorrect results were reported outside of the laboratory. The patient did not believe any of the values to be correct. The first sample initially resulted with an na value of 85 mmol/l, which repeated as 119 mmol/l. The second sample initially resulted with an na value of 138 mmol/l, which repeated as 157 mmol/l accompanied by a data flag. This sample initially resulted with a k value of 3.5 mmol/l, which repeated as 4.1 mmol/l accompanied by a data flag. No adverse events were alleged to have occurred with the patients. The na and k electrode lot numbers and expiration dates were asked for, but not provided. The reporter checked the tubing and none appeared to be leaking. The o-rings were in place. Tubing around the peristaltic pump was not flat. The reporter changed electrodes on (B)(6) 2019. The reporter stated that she repeated samples after doing this and values recovered within normal ranges. The reporter could not provide specific data. The issue returned again on (B)(6) 2019. No details were provided.